Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: email.

Event description:
Customer reporting discordant flu result. Initial testing was positive for flu b, repeat testing was negative for flu b but positive for both flu a and sars. No confirmation testing was performed and patient symptomatic status is unknown.